Event description:
It was reported that the fiber was returned without performance allegation information and the analysis identified that the fiber was broken into 2 pieces.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the laser fiber was broken into two pieces. There was no reported complaint for this case; therefore, complaint confirmation could not be done. It is likely that procedural conditions of the device during set-up or use contributed to the fiber break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The device instructions for use (IFU) states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.